Event description:
It was reported during use the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). The following information was provided by the initial reporter: "the top of the tube is deformed so that the closure by the cap is not complete. This caused blood to be released during mixing".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for lip out with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). The following information was provided by the initial reporter: "the top of the tube is deformed so that the closure by the cap is not complete. This caused blood to be released during mixing".